Manufacturer narrative:
Product not returned.

Event description:
Per complainant: I had a total knee replacement surgery on (B)(6) 2013. The consensus knee parts used are as follows: femur compon #2251-0-0003, tib baseplate # 2585-0-0002, post tib ins # 2241-0-1212. When I started having pain in my knee, I went to my doctor to have it checked. I did not have any trauma to cause a problem with my knee. He took an x-ray, examined the knee and told me that the plastic piece had come loose. Revision surgery performed (B)(6) 2016.